Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6237213. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted coil embolization procedure targeting a posterior communicating artery (pcom) aneurysm, when the physician delivered the 4.5mmx 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6237213) into the microcatheter, he felt resistance. The physician attempted to retract the stent and deliver it again but the resistance was still felt. After several attempts, the physician withdrew the stent and replaced it with another stent to complete the procedure. The stent component was reported to be deformed. The procedure was successfully completed with the replacement stent. There was no negative impact to the patient; no patient complication was reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted coil embolization procedure targeting a posterior communicating artery (pcom) aneurysm, when the physician delivered the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6237213) into the microcatheter, he felt resistance. The physician attempted to retract the stent and deliver it again but the resistance was still felt. After several attempts, the physician withdrew the stent and replaced it with another stent to complete the procedure. The stent component was reported to be deformed. The procedure was successfully completed with the replacement stent. There was no negative impact to the patient; no patient complication was reported. On 14-aug-2022, additional information was received. The information indicated that the microcatheter used was a prowler select plus (catalog and lot number unknown). An adequate, continuous flush was maintained through the microcatheter. Another similar device went through the microcatheter without any difficulty; the same microcatheter was used to complete the procedure. The information indicated that the stent component was still on the delivery system when it was removed. Regarding the observed damage / deformation reported, the information indicated that after flushing, the stent was delivered to microcatheter, physician felt resistance when stent was in middle part of microcatheter. When stent advance more and doctor felt more resistance, then physician retracted the stent and observed that one marker at distal end of stent was deformed. Nothing unusual was noted about the system prior to use. It was reported that the procedure was completed using another 4.5mm x 28mm enterprise stent of the same product code (enc452812). There was no clinically significant delay in the procedure as a result of the reported issue. On 17-aug-2022, it was confirmed with the cerenovus sales representative that the target vessel for the procedure was the posterior communicating artery. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was returned contained in the decontamination pouch. Visual inspection was performed. It was noted that only the delivery wire and the introducer were returned for evaluation. They were inspected and were observed to be without any damages (i.e., no elongations, kinks, separated fragments). The stent component was not returned. The reported issue that the 4.5mm x 28mm enterprise® vrd was impeded in the microcatheter could not be evaluated through functional analysis because the stent component was not returned with the rest of the device. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the issue encountered during the procedure; however, this cannot be conclusively determined. The exact time of when the stent became detached could not be determined as the complaint documented that the stent component was still on the delivery system when it was removed, therefore it is not being considered a consequence of the manipulation that resulted from the impeded condition. It is possible that the stent may have gotten lost during the post-operative handling. Without the stent component, the reported damaged condition reported in the complaint cannot be analyzed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6237213. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6). 2022. [Additional information]: on (B)(6). 2022, additional information was received. The information indicated that the microcatheter used was a prowler select plus (catalog and lot number unknown). An adequate, continuous flush was maintained through the microcatheter. Another similar device went through the microcatheter without any difficulty; the same microcatheter was used to complete the procedure. The information indicated that the stent component was still on the delivery system when it was removed. Regarding the observed damage / deformation reported, the information indicated that after flushing, the stent was delivered to microcatheter, physician felt resistance when stent was in middle part of microcatheter. When stent advance more and doctor felt more resistance, then physician retracted the stent and observed that one marker at distal end of stent was deformed. Nothing unusual was noted about the system prior to use. It was reported that the procedure was completed using another 4.5mm x 28mm enterprise stent of the same product code (enc452812). There was no clinically significant delay in the procedure as a result of the reported issue. On (B)(6). 2022, it was confirmed with the cerenovus sales representative that the target vessel for the procedure was the posterior communicating artery. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.